Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 2.2, lab: 1.7.

Manufacturer narrative:
Customer's observation was from test data taken four hours after lab result. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. There is a high possibility that the discrepancies are due to changes in the status of the pt. Product deficiency was not established. Further testing is not required at this time. Corrective action not required as product deficiency was not established.